Manufacturer narrative:
This report is submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by FDA, curvafix, or its employees that the report constitutes an admission that the device, curvafix, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: (b3) date of event is unknown, recorded as the date of explantation.

Event description:
It was reported that a patient, treated 9-10 months previously for a sacral non-union, presented with posterior sacral pain. X-ray imaging found that the subject implant was broken, although still in its original location axially. Other implanted hardware (straight screw) was also found broken, with the proximal piece backed out several centimeters. Hardware extraction was performed using typical orthopedic instruments, bony overgrowth was removed from over the head, and the implant was fully removed with no pieces left behind.